Event description:
During exploratory laparotomy and bowel resection, there was a misfire of a covidien gia stapler, 80mm medium (purple). The staple line did not seal and immediately reopened. Md was able to use another staple load and also suture until md was confident that the staple line would hold. The rest of the case proceeded with no other complications.